Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer received a high questionable hcg result on the cobas e411 rack analyzer for one patient sample. The initial result for hcg was 402.9 iu/l. This result was reported outside the laboratory. The customer said the patient received additional hormonal support based on this hcg result. On (B)(6) 2010, a second sample was collected from the patient and was tested giving an hcg result of 4 miu/ml. The user repeated the original sample on (B)(6) 2010 giving an hcg result of 11 iu/l. The customer did not know of any adverse effects suffered by the patient due to the treatment received. The hcg reagent lot number was 15739801.

Event description:
Procedure type: inguinal laparoscopic hernia repair. According to the rptr: the balloon ruptured during the case. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
Investigation indicated an instrument-related issue and/or pre-analytics as possible reasons for the high hcg results. The initial instrument performance test was not within specification and the centrifugation time was insufficient. The tube manufacturer recommends a 30 minute centrifugation time and the customer was only spinning samples for 7 minutes.